Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician deployed the visi-pro stent. After deploying the stent, he used the stent balloon to post dilate the visi-pro stent. The balloon ruptured and the balloon material shifted on the catheter in a way that it made the catheter impossible to remove through the sheath. The patient will undergo additional surgery to remove the ruptured balloon.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.additional information has been requested. Should it become available a supplemental report will be submitted.